Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physical examination confirmed outer jacket damage. Broken optic fibers seen at area of breached jacket.

Event description:
Vascular intervention case to treat a cto. Upon successful completion of the case the physician noticed a section of the outer jacket was deformed. After a close observation of the area, the physician reported a hole in the outer jacket. Patient was exposed to manufacture material and the potential for an accidental radiation occurrence.